Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. It was noticed that the console functioned while plugged into the transport power supply, however, once unplugged the console shuts down and would not run on battery supply. There was no injury to the patient and no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period aug 2019 through jul 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and found the power management board was at fault. The stm replaced the power management board and the issue was resolved. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. The suspected faulty board will be returned to factory for failure investigation, and a supplemental report will be submitted upon completion of evaluation. (B)(6).

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. It was noticed that the console functioned while plugged into the transport power supply, however, once unplugged the console shuts down and would not run on battery supply. There was no injury to the patient and no adverse event was reported.